Event description:
During a demonstration of the instrument, a patient sample containing anti- kpa was negative with capture-r ready screen (crrs) 3 . Capture r ready ID was negative too.

Manufacturer narrative:
Tested the customer's returned sample with retention crrs 3 lot e005 on an in-house echo. The samples showed a 2+ reaction in cell 3 (kpa positive). The customer did not return product for investigation testing.